Manufacturer narrative:
The involved catheter was returned for investigation. The reported problem could be confirmed during investigation. A stress test was performed and resulted in a brittle and clear fracture, which indicates the use of organic disinfectants. As this is not indicated according to the product's instruction for use (IFU) this is seen as a handling error by the user, not following the IFU. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. (B)(4).

Event description:
MFR ref# (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought and the involved catheter has been requested for investigation. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that upon set-up of a picco catheter, prior to actual connection to the patient, a crack in the luer connection of the catheter was detected. There was no impact on the patient. (B)(4).